Event description:
The rep reported the device was used during an unk gynecologic procedure. It was reported the tsw35 would not open after cutting. The case completed without further incident. There was no consequence to the pt.